Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, during the first firing, the blade spring jumped out of the articulation hinge and the firing stopped in the middle. When the operation video was checked, it was seen that the reload was articulated to the left, and the firing speed was automatically set to slow from the beginning. When the knife advanced about 10mm, the reload articulated completely to the right automatically, and the blade spring jumped out from the left of the articulation hinge. When they returned the knife, the blade spring moved back inside the shaft and the jaws opened. Another device was used to complete the case. There was no patient injury.